Event description:
A tandem mobi cartridge alarm was reported, indicating a high blood glucose level without specifying the exact value, but confirming it exceeded 500 mg/dl. The customer managed to address the elevated blood glucose level by administering a correction injection via multiple daily injections (mdi) without needing third-party assistance. Technical support confirmed a cartridge alarm 35 and advised the customer to call back if the issue persists. The customer was able to resume insulin therapy successfully after loading a new cartridge, and the issue was resolved during the call.